Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked, and the battery cap threads and coin slot were damaged. The battery cap did not secure properly to the pump to maintain power. A test battery cap was used to complete investigation. The test battery cap did not secure properly; however, power to the pump was maintained. The pump was exercised for 24 hours with no power interruptions or call service alarms duplicated. The pump case was removed and no evidence of moisture ingress or loose components was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump intermittently lost power. The battery compartment was allegedly cracked, and the battery cap did not secure properly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.